Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated october 15, 2013: this case concerns a female patient who developed swelling with inability to walk after receiving synvisc into knee. Although, the role of device cannot be ruled out due to anatomical proximity; however, information regarding underlying disease and history of allergies is needed for better assessment of the case.

Event description:
This serious unsolicited device case from united states was received on (B)(6) 2013 from an other non-healthcare professional. This case involves a (B)(6) female patient who experienced swelling and inability to walk after receiving treatment with synvisc injection. No relevant medical history, past drugs, other concomitant medications or concurrent conditions were reported. On (B)(6) 2013, the patient started treatment with synvisc injection at a dose of 2 ml every week (route of administration unknown, batch/lot number s1221 and expiration date not provided) into left knee. The same day (after administration of first injection), the patient experienced swelling and inability to walk. On (B)(6) 2013, the patient received second injection of synvisc and the patient's symptoms continued. It was reported that the patient's md asked her to visit an ortho md. The ortho md told the patient that she had a reaction from synvisc injection. The patient decided not to have third synvisc injection. Action taken: treatment with synvisc was permanently discontinued on (B)(6) 2013. No corrective treatment was reported. Outcome for both the events: not recovered/not resolved. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: the event of inability to walk was assessed as serious per the new ime list. Reporter causality: definite.